Event description:
Spontaneous call: pt said cadd ms3 (sn: (B)(4)) is showing "program default" when she turns the pump back on today. She just went back to the other pump and no harm to pt was caused. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.